Manufacturer narrative:
No test results or diagnostic information was made available to the firm to determine the cause or source of the patient's pain symptoms. It is unlikely that the device itself caused the symptoms suddenly more than 10 months after having been placed.

Event description:
Patient was initially implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. After activating the system, the patient experienced issues with communication between the implantable pulse generator (ipg) and the external therpy discs. A revision procedure was performed on (B)(6) 2023 to reposition the existing ipg to correct the communication issues. During the revision both implanted leads were replaced however the existing ipg remained in use with a corrected position (see MDR 3015425075-2023-00252). On 07/30/2024 the firm was notified of a scheduled explant due to sudden onset of pain at the ipg pocket location. The nalu system was explanted on (B)(6) 2024.